Event description:
It was reported the subject device produced an endoscopic image that appeared like frosted glass and could not be clearly seen. The event occurred during setup of the unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.